Manufacturer narrative:
Field service engineer (fse) found the system was functioning normally. Fse could not duplicate any error. Fse checked the system for proper operation per service checklist qssrwi4.1 and returned the unit to full service.

Event description:
(B)(4), 2013: customer reports via phone that during an unknown patient procedure the fluoro foot control failed toward the end of the procedure. Customer was able to finish the case with endoscopy. No patient information is available at this time other than there was no patient injury.